Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one nc euphora coronary balloon catheter had balloon deflation difficulties and the device would not deflate at the lesion site. It was noted that post balloon inflation, contrast could not be withdrawn from the lumen of the balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the balloon failed to be deflated. It was not difficult to remove the protective sheath or the packaging stylette. The device was inspected before use and negative prep was performed with no issues noted. The lesion was pre-dilated before use of the nc euphora balloon. Resistance was not noted while advancing the device to the lesion. There were no difficulties noted during inflation of the device. Deflation difficulties were noted after the first inflation. The device was not moved or repositioned while inflated. The balloon was removed from the patient by being pulled out. There was no difficulty experienced, or intervention required to remove the device from the patient. There was no harm to the patient and the procedure was completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon return of the device, the balloon was observed to be partially inflated. Contrast was visible within the balloon. The proximal balloon bond and inflation lumen exhibited necking. Due to the condition of the proximal bond and inflation lumen, deflation testing could not be performed. No other deformation evident on the remainder of the device. Additional information: lot number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.